Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was used during a band ligation procedure. According to the complainant, during the procedure, after an attempted band ligation, a hematoma formed and the physician was concerned as this may cause gastrointestinal bleeding. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was used during a band ligation procedure. According to the complainant, during the procedure, after an attempted band ligation, a hematoma formed and the physician was concerned as this may cause gastrointestinal bleeding. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.